Event description:
Patient underwent l rotator cuff repair march 2002. One of the biodegradeable implants dislodged and was palpable under the subcutaneous tissue. This was causing the patient limited range of motion. Patient returned to surgery in 2002, and underwent removal of the palpable screw implant head.